Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 46mg/dl. Customer stated that customer was really high around 100mg/dl and 107mg/dl. Customer mentioned that they got alert of blood glucose required and no calibrate. Insulin pump will not be return for analysis.